Event description:
Note: this report pertains to one of two hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that the two hurricane rx dilation balloons were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was leaking and had a blatant hole. The same issue occurred with the second hurricane rx dilation balloon. A photo sent by the customer showed that the balloon leaked due to a pinhole at the proximal end. Reportedly, the physician pulled out the device and the procedure was completed with a cre rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1504 captures the reportable issue of balloon pinhole. A visual examination of the complaint device revealed that the device did not have any visual defects. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to pinholes found on the balloon in both ro markers at the proximal and distal bonds of the balloon. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.  A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that the two hurricane rx dilation balloons were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was leaking and had a blatant hole. The same issue occurred with the second hurricane rx dilation balloon. A photo sent by the customer showed that the balloon leaked due to a pinhole at the proximal end. Reportedly, the physician pulled out the device and the procedure was completed with a cre rx dilatation balloon. There were no patient complications reported as a result of this event.